Event description:
The manufacturer received information alleging an issue related to a dreamstation CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that device is blowing hard and loud related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, the customer stated that they send the old device long ago yet the device not received to the manufacturer. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. A correction to b5 was made and should be the manufacturer received information alleging device is blowing hard and loud related to a CPAP device's sound abatement foam. Section d4 was corrected by capturing unique identifier (UDI) which was missed in initial report. Section h4 was corrected by capturing device manufacture date which was incorrect in initial report. Section h6 updated in this report.